Event description:
An admiral xtreme pta balloon catheter was used to treat the popliteal artery in the right leg. During the procedure a perforation occurred and was treated with poba. Investigator reported that the event was not related to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (perforation).